Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed.reference(B)(4).

Event description:
A stat exam was performed on a labor and delivery patient but could not be sent to be read. Exam was repeated. Delay in patient care.